Event description:
Patient presented to hospital on late last year with presumed device thrombus. On that date his ld was 1249 and inr was 2.2. Waveforms from the manufacturer indicated a clot in the device. Due to patient non-compliance, he was determined not to be a re-implant candidate. Heparin and integrelin were tried without resolution of the thrombus. Contributing to the thrombus formation may have been inflow cannula malposition. Heart failure symptoms continued to increase and it was determined that the patient would be placed on comfort care and the device was to be turned off. That was accomplished approximately one month later. The patient did not wish to have the device removed post death so the device remained with the patient to the mortuary.